Manufacturer narrative:
This device is used for therapeutic purposes. Additional device info: cev634-1a, lot#130314, bipolar insert 350mm; cev634-1a, lot#130311, bipolar insert 350mm; cev634-1a, lot#120410, bipolar insert 350mm. (B)(4). The devices were returned for repair. Evaluation found three of the four instruments had insulation coating damage and evidence of short circuit. The most probable cause of the electrical leaks is determined to be normal wear and potential excessive use resulting in insulation coating damage and subsequent breach of electrical integrity of the instruments. The devices were replaced and returned to the customer.

Event description:
It was reported that four bipolar insert instruments were returned for service and repair. The instruments had evidence of short circuit [electrical leaks]. There was no report of patient impact or injury.